Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from a patient's parent via an internal employee regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was unknown. The patient experienced an infection 14 days post implant and had to have the device explanted. Patient was successfully treated for the infection. Additional information regarding the contact details of the reporter and patient's managing physician has been requested, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be sent.